Event description:
A healthcare facility in (B)(6), reported that an iw910aeu baby control mobile infant warmer had a cracked upper head case. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint upper head casing of the iw910aeu baby control mobile infant warmer is not expected to be returned to fisher & paykel healthcare for inspection. We are currently in the process of obtaining further information from the healthcare facility in order to assist us with the analysis and identification of a possible root cause of the event as reported. We will provide a follow up report once we have completed our analysis.

Manufacturer narrative:
(B)(4). Method: the complaint upper head casing of the iw910aeu baby control mobile infant warmer was not returned to fisher & paykel healthcare (fph) for inspection. Fph also requested specific details of the type of cleaning solutions routinely used by the healthcare facility to clean and disinfect the surfaces of the infant warmer; however, no information was received. Our analysis is accordingly based on the event description, photographs provided by the healthcare facility, and results of previous investigation on similar complaints. Results: the photographs revealed that there were multiple cracks on the dome of the upper head casing. Crazing was also evident on the dome area. A lot check revealed one other complaint of this nature for lot number 070203. Conclusion: it is likely that the cracking and crazing observed on the warmer head assembly are related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the warmer head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the warmer head. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base"; "caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." We have since revised our cleaning instructions to recommend specific proprietary cleaning wipes.

Event description:
A healthcare facility in (B)(6) reported that an iw910aeu baby control mobile infant warmer had a cracked upper head case. No patient consequence was reported.